Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned. An external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 18.7 cm to 19.0 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. The abrasion most likely contributed to the reported noise problem.

Event description:
It was reported that a symptomatic patient experiencing syncope presented in hospital. Device interrogation revealed multiple episodes of noise reversion and high ventricular rate due to noise on the right ventricular lead. All other electrical measurements were stable. The patient was in complete heart block. While running the test, the patient complained feeling shortness of breath; monitor strips showed pacing inhibition. A partial lead was explanted and the remaining portion of the lead was capped. A new lead was successfully implanted. The patient was asymptomatic post procedure.